Manufacturer narrative:
On 3/3/2026, the following additional information was obtained: the customer was not able provide much of the information. However, the customer confirmed that there was no injury to the patient. There was a possibility of instrument collision, but this did not warrant any arcing. The customer was using the erbe generator with settings at 3:3. Whether the surgeon¿s actions caused the arcing is unclear at this time.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
On 4-may-2026, the following additional information was obtained: site name was initially reported incorrectly. The correct site name is henry ford providence southfield.

Event description:
Refer to h11 for follow-up information.